Event description:
A pt was being perfused when an air leakage was noted at the y connector. Bone was used all round the connection to seal the air leak but it still continued. There was no injury to the pt but the potential for injury is not remote.